Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a gastrectomy procedure, the needle broke within the jaws of the device. The needle was disengaged into the patient cavity. To correct the issue, an x-ray was performed to locate the disengaged needle. The needle was removed during the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient needed to be opened in order to correct this issue. Surgical time was extended over 30 minutes due to this product problem.